Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
After inserting the guidewire into right basilica vein, when sheath/dilator was inserted, the distal part of the introducer detached and remained in the patient's arm. After some failed attempts from interventional radiologist to remove the foreign body, the patient went to the operating room to undergo surgery to remove the object.